Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported noise was not verified in the laboratory. The device tested normal during bench and automated testing. No stored egm history was available indicating a sensing anomaly.

Event description:
It was reported that once implanted, noise was detected on the ICD. Device was explanted and replaced.